Event description:
During investigation of the device, it was noted that there was foreign matter in the suction cylinder. There was no patient involvement, and there was no harm/adverse event associated with this report.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection and the reported failure of a foreign body in the suction cylinder of the device was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Further information regarding the nature of the foreign matter could not be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.